Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, the physician experienced difficulty in inserting a right atrial (ra) lead into the header of this cardiac resynchronization therapy defibrillator (crt-d) due to air bubbles. After loosening the setscrew, the ra lead jumped out and was reinserted into the header successfully afterwards. The crt-d was implanted with the ra lead successfully and remains in service. No adverse patient effects were reported.